Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2168, awareness date 30-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Additional information was received on 31-oct-2015 and 22-nov-2015. Consumer experienced pelvic pain, pid (pelvic inflammatory disease), migraines, weight gain, memory loss, painful intercourse, heavy bleeding during menstruation and she was walking around in constant pain to the point she was going to receive a hysterectomy. Product technical complaint (ptc) investigation result received on 22-nov-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Follow up 17-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Plaintiff had three children and underwent the essure procedure on (B)(6) 2015. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive weight gain, dental problems, and chronic fatigue. Plaintiff has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015 plaintiff underwent a hysterectomy to have the essure coils removed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and pid (pelvic inflammatory disease). According to additional information, this case became legal and it was informed the plaintiff underwent hysterectomy to remove the devices. The reported events are listed in essure's reference safety information. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections mainly in the first 4 weeks after the insertion procedure. In this particular case, temporal relationship between essure procedure and pid was not provided. Therefore, causality with the suspect insert cannot be assessed. Consumer's pelvic pain was considered as related to essure, since pelvic pain may occur during essure therapy and no alternative explanation was provided. Additionally, non-serious events were reported. Upon receipt of legal claim, it was stated plaintiff underwent a hysterectomy to have the essure coils removed. Therefore, this case was classified as incident. Based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-oct-2015. The most recent information was received on 19-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/constant pain / severe pain / chronic pelvic pain'), device breakage ('an additional piece present at the cornua') and pelvic inflammatory disease ('pid') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and multigravida. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), migraine ("migraines"), amnesia ("memory loss"), dyspareunia ("painful intercourse") and menorrhagia ("heavy bleeding during menstruation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), infection ("infection nos") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (diagnostic laparoscopy, bilateral laparoscopic salpingectomy, removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, abnormal weight gain, tooth disorder and fatigue had not resolved and the device breakage, pelvic inflammatory disease, migraine, weight increased, amnesia, dyspareunia, infection and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, device breakage, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, migraine, pelvic discomfort, pelvic inflammatory disease, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, event: device breakage, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-oct-2015. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/constant pain / severe pain / chronic pelvic pain'), device breakage ('an additional piece present at the cornua') and pelvic inflammatory disease ('pid') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and multigravida. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), migraine ("migraines"), amnesia ("memory loss"), dyspareunia ("painful intercourse") and menorrhagia ("heavy bleeding during menstruation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), infection ("infection nos") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (diagnostic laparoscopy, bilateral laparoscopic salpingectomy, removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, abnormal weight gain, tooth disorder and fatigue had not resolved and the device breakage, pelvic inflammatory disease, migraine, weight increased, amnesia, dyspareunia, infection and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, device breakage, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, migraine, pelvic discomfort, pelvic inflammatory disease, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/constant pain / severe pain / chronic pelvic pain") and pelvic inflammatory disease ("pid") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and multigravida. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain"), amnesia ("memory loss"), dyspareunia ("painful intercourse") and menorrhagia ("heavy bleeding during menstruation"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), back pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), infection ("infection nos") and hypersensitivity ("allergic reaction"). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, back pain, abdominal distension, abdominal pain, abnormal weight gain, tooth disorder and fatigue had not resolved and the pelvic inflammatory disease, migraine, weight increased, amnesia, dyspareunia, infection and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, migraine, pelvic discomfort, pelvic inflammatory disease, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-oct-2017: new reporter ,events infection and allergic reactions added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.